Event description:
Customer's family member reported that while their pt was sleeping, family member tested and received a reading of 153 mg/dl. A second reading of 145 mg/dl was received in a second test. A few minutes later, the pt experienced a seizure. The pt was treated with orange juice.